Manufacturer narrative:
Replacing hard drives every two year and quarterly restarts are part of preventative maintenance noted in the service manuals, and the customer stated that they have never replaced the hard drives and this device has never been restarted. The unit came in for evaluation, but we could not duplicate the customer issue, but the log files that we received from them indicated that there were periods of time without log entries. However, it is likely that the lack of performing preventative maintenance as specified can cause it to become unstable and contributed to the malfunction of the unit.

Event description:
Imp# (B)(4).